Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.2 pocket b1 had failed. The customer stated that this malfunction caused a delay while attempting to dispense medication to a patient. The medication involved was coreg. The customer stated that the delay extended to over one hour, and at the time of reporting, the drawer remained non-functional. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) assisted the customer remotely via phone and remote support service (rss) in locating and removing a medication jam that was preventing the cubie pocket lid from opening. Once the obstruction was cleared, the storage space was successfully recovered. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 pocket b1 had failed. The customer stated that this malfunction caused a delay while attempting to dispense medication to a patient. The medication involved was coreg. The customer stated that the delay extended to over one hour, and at the time of reporting, the drawer remained non-functional. There were no adverse events or injuries reported based on this event.